Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose slowly began to elevate. Customer's blood glucose went from 150 mg/dl to 250 mg/dl. Customer treated with a bolus delivery and blood glucose went to 246 mg/dl. Customer went to bed and blood glucose was 407 mg/dl and in the middle of the night, blood glucose rose to 446 mg/dl. Customer treated with bolus and manual injection. Customer changed infusion set and found that cannula was bent. During troubleshooting, it was found that there was one large air bubble in infusion tube. Customer declined to check settings. Customer did not have tubing clamp in order to complete high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp.